Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged burning sensation, allergic reaction to the mask . There was no report of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. It was also noted by the customer per their good faith effort response that during finishing up with preventative maintenance, it was observed that the device failed the flow accuracy and mix accuracy test. The flow sensor was replaced to resolve the issue. The device passed required performance verification tests per philips standards and was put back into service.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.